Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal didn't load properly. The seal was rolled and inserted into the deployment tube, and when it was extracted, the seal was left behind in the loading mechanism. No patient effects. Another device was used to complete the procedure. The product will be returned.

Manufacturer narrative:
Investigation summary: maquet completed the failure analysis investigation of this device. The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A visual inspection revealed that the seal was stuck in the loader, and the plunger was not depressed. There was minimal evidence of blood on the device. Based upon the received condition of the device, the reported failure "the device did not load properly" is confirmed. A device lot history was performed, and there were no non-conformities that contributed to this failure mode. (B) (4)